Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was 98 mg/dl last night and he ate and changed the set before he went to bed. Customer then received a no delivery alarm. Customer woke up with a blood glucose value of 304 mg/dl. Customer gave a bolus and then changed the site. Customer stated that the cannula was bent. Customer's blood glucose was 438 mg/dl. Customer worked in his yard and by 11:50 pm, his blood glucose was 446 mg/dl. Customer's blood glucose was 469 mg/dl before lunch. Customer treated with a manual injection. Customer's settings were correct. Customer had 1 no delivery alarm and a low reservoir alarm in the alarm history. Customer does not have a tubing clamp and will be sent one. Customer was advised to do a complete set change. Customer's blood glucose came down to 466 mg/dl at the end of the call and was advised to contact his health care professional.